Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined the issue was related to the mobile application. It was indicated that the patient was using an unsupported operating system. Data was evaluated and the allegation was confirmed. However, the device operated within specification. The root cause could not be determined. No injury or medical intervention was reported.